Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the device scratched with the lesion during delivery and it was noted that the struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the device scratched with the lesion during delivery and it was noted that the struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Proximal stent struts were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.